Event description:
It was reported by the sales rep that during an unknown procedure, when the device was approached to stop the oozing, the jaws did not open. Another device was used to complete the case.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation is pending. Additional information was requested and the following obtained: were the device jaws eventually opened? No further information will be available. Was the device on tissue when it would not open? If yes, how was the device removed from the tissue? No further information will be available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 10/17/2022. D4: batch # x9413p. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the er320 device was returned with no damage in the external components; upon visual inspection, two clips in were noted to be jammed in the jaws. The clips were removed in order to perform functional testing. In addition, the packaging opened was returned along with the instrument. The device was tested for functionality. During the analysis, the device was noted with fluids. The device was functional tested, and it fed, retained and formed the remaining 17 clip as intended. In addition, the device locked out as intended. The jammed clip may have caused the device to not fire the clips properly or at all; however, no conclusion could be reached as to what may have caused the clip jamming. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: the applier may be introduced through the appropriate diameter trocar sleeve with or without a clip in the jaw. The ratchet mechanism in the handle facilitates a one-way firing stroke and provides clip security in the jaws. Once the clip completely surrounds the vessel or tubular structure to be ligated and prior to starting the firing stroke, eliminate downward pressure so the structure to be ligated and the device jaws are pressure neutral to each other. This helps prevent the shifting of the clip position within the clip track and/or dislodgement. Fully release the trigger after firing. A second ¿click¿ should be heard indicating the instrument is ready for the next firing. The next clip is automatically advanced as the trigger is released. Inspect the instrument jaw tips after each use to ensure a new clip is present before the next firing. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot and batch number, and no non-conformances were identified. D4. Lot number 621a88.